Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(6) 2011. Placeholder.

Event description:
It was reported that the matrixmandible set was being demonstrated to customers when a piece of the short cut plate cutters broke off while cutting a 2.0mm plate. The broken piece of the cutter could not be located to send back for investigation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The device was received, however, no evaluation is available. Placeholder.